Event description:
Customer called on (B)(6) 2012 reporting that the rinse block was leaking on the coulter hmx hematology analyzer with autoloader. Customer noted observing brownish and clear liquid coming from the leak. Customer was wearing personal protective equipment consisting of gloves and a lab coat and no injury or exposure was reported. Patient results were not affected and there was no change to patient treatment as a result of the event. Field service engineer (fse) was dispatched and found the rinse block not lining up correctly when cleaning the probe. Fse stated that the rinse block slide mechanism was sticking before reaching bottom. Fse proceeded to lubricate the slide mechanism and verified the rinse block adjustment. Repairs were then verified per established procedures. Root cause for the leak was attributed to misalignment/improper movement of the rinse block on the aspiration probe.

Manufacturer narrative:
Results: leak was attributed to misalignment/improper movement of the rinse block on the aspiration probe. (B)(4).